Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-05102. It was reported that chest pain occurred. Vascular access was obtained via the femoral artery. The 60% stenosed, 32mm in length, eccentric, de novo target lesion was located in the severely tortuous, severely calcified and 2.5mm in diameter left circumflex artery. The vessel contained a >45 and <90 degrees bend. A jr 3.5 non bsc guide catheter was used. After a 0.014 non bsc guide wire crossed the lesion, a 2x12mm maverick balloon catheter was advanced for predilation at different segments of the lesion. Percent stenosis of the lesion immediately after predilation was 25%. Then a 2.50mm x 32mm promus element ¿ stent was advanced but was unable to cross the lesion. Predilation was again performed using the same 2x12mm maverick balloon catheter however the 2.50mm x 32mm promus element ¿ stent was not able to cross the lesion. The patient then became uncomfortable with a "little" chest pain so adrenalin was administered. The procedure was aborted. No further patient complications were reported and the patient's status was stable.